Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the power-up failure was isolated to a shorted j17 power jack on the charger bedside pca. The root cause for the shorted j17 power jack could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger/modem was unable to power on.